Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28493. It was reported that the patient presented to the emergency room. Interrogation of the implantable cardioverter defibrillator revealed that the device gave four inappropriate shocks for an atrial fibrillation with rapid ventricular response rhythm. The patient noted discomfort from these shocks. The device had interpreted the rhythm as ventricular tachycardia, as it was undersensing on the atrial channel and as a result the device did not have an automatic mode switch response. The device converted the rhythm on the fourth shock. The patient was in stable condition.